Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of sensing and loss of capture. A cxr was performed and revealed the lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition.